Event description:
It was reported via a call directly from the sales representative to the clinical support specialist (css), at 1500 est, via cell phone. After receiving a call from the chief of perfusion, after the event occurred on (B)(6) 2013. The chief of perfusion reported that the intra-aortic balloon (iab) would not inflate after insertion. The iab was inserted with a sheath into the right femoral artery in the cath lab under fluoroscopy with no difficulty. The pump immediately alarmed high pressure. After multiple attempts to pump, manual inflation was attempted successfully and the balloon was observed under fluoroscopy inflating. When reconnected to the pump, alarms continued. The pump was exchanged with no charge in alarms; the tubing and connector were changed with no improvement. Volume was also decreased in the iab to as far down as 25.5cc momentarily. The decision was made to remove the iab and replace later prior to going to surgery ((B)(6) 2013). The second iab was inserted (opposite side) with no difficulty and no alarms. The chief of perfusion reported both pumps have been used and checked out with no issues noted. The css retrieved the iab and strips (B)(6) 2013. Based on the balloon pressure waveform (bpw), an apparent kink was noted and slow return of gas also resulted in the helium loss 3 alarms. The chief of perfusion supplied many strips. The css is attaching several that are a common representation of the alarms that occurred, with the return of the iab. The pt experienced no complications due to removal or delay of insertion or with the second iab (s/n (B)(4)) that was inserted preop. The pt since had coronary artery bypass graft (CABG). The pt is stable and recovering. The css and chief of perfusion discussed volume reduction and the minimum recommended amount of 1/3. The chief of perfusion understands this and only decreased the volume momentarily to attempt to inflate. It was noted that the arrow autocat2 wave intra-aortic balloon pump was used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.